Manufacturer narrative:
Preliminary analysis did not reveal any irregularity.

Event description:
Reportedly, the patient received an inappropriate shock in 2016 due to noise oversensing. Another episode occurred in 2017, it seems to be noise at 50hz. The patient summoned an electrician at her place.

Event description:
Reportedly, the patient received an inappropriate shock in 2016 due to noise oversensing. Another episode occurred in 2017, it seems to be noise at 50hz. The patient summoned an electrician at her place.

Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
Reportedly, the patient received an inappropriate shock in 2016 due to noise oversensing. Another episode occurred in 2017, it seems to be noise at 50hz. According to the patient, an electrician came to her home without finding any anomaly. Faced with these repeated inappropriate shocks, the doctor decided to change the device because it was unbearable for the patient. The device was replaced, but the leads were kept because they functioned properly. The patient was seen several times by the physician and no noise was detected with the new device.

Manufacturer narrative:
The preliminary analysis of the returned device revealed no irregularities.

Event description:
Reportedly, the patient received an inappropriate shock in 2016 due to noise oversensing. Another episode occurred in 2017, it seems to be noise at 50hz. According to the patient, an electrician came to her home without finding any anomaly. Faced with these repeated inappropriate shocks, the doctor decided to change the device because it was unbearable for the patient. The device was replaced, but the leads were kept because they functioned properly. The patient was seen several times by the physician and no noise was detected with the new device.

Manufacturer narrative:
The device was explanted on (B)(6) 2018 (explant date updated).

Event description:
Reportedly, the patient received an inappropriate shock in 2016 due to noise oversensing. Another episode occurred in 2017, it seems to be noise at 50hz. According to the patient, an electrician came to her home without finding any anomaly. Faced with these repeated inappropriate shocks, the doctor decided to change the device because it was unbearable for the patient. The device was replaced, but the leads were kept because they functioned properly. The patient was seen several times by the physician and no noise was detected with the new device.

Event description:
Reportedly, the patient received an inappropriate shock in 2016 due to noise oversensing. Another episode occurred in 2017, it seems to be noise at 50hz. The patient summoned an electrician at her place.